Manufacturer narrative:
D10 concomitant products: gl-885 gl-885 polysorb* 5-0 und 75cm cv22 x36 - (lot#d4a3065y); gl-885 gl-885 polysorb* 5-0 und 75cm cv22 x36 - (lot#d4a3065y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open procedure, the thread broke while suturing the skin. The same issue occurred on the second and third suture. There was tissue damage, and the surgical time was extended. A new suture was used to resolve the issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. Thirty representative samples sealed in their appropriate packaging were returned for evaluation. Visual inspection of the representative sutures noted that fourteen of the seventeen sutures were degraded. Functionally, a simple knot was performed on the sutures and the knot was pulled tight. No suture breaking or fraying was noted while handling or loading the sutures into the instron machine. The instron then pulled the sutures at a rate of 300 millimeters per minute (mm/min) until the sutures broke. The breaking point load force was measured and were found to fall below the minimum individual specifications. Based on the results of the simple knot test, the representative samples failed to meet specifications. Units were then submitted to humidity test and failed. The needle holding strength and knot pull test was performed to the units and all of them passed the test. It was reported that the thread broke while suturing the skin. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.